Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that she was experiencing an e4 (occlusion) error when she attempted to place the infusion device in the run mode. She stated that her blood glucose measured 309 mg/dl when she woke up, and she was able to bolus through her infusion device to lower her blood glucose to 194 mg/dl. She was attempting to bolus again when she received the occlusion error. To troubleshoot the patient was instructed to disconnect from her infusion site and to perform a prime. She was able to prime without error and she saw insulin drip from the end of the infusion tubing. The patient was instructed to change her infusion site. When she removed the infusion site, she stated that the cannula was slightly bent. The patient was able to insert a new infusion site and was able to bolus 13.4 units of insulin without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.